Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the pacemaker failed to be interrogated via inductive telemetry with different programmers. The pacemaker showed connection to the home monitor but failed to transmit reports. Additionally, the pacemaker was unresponsive to a magnet test. No changes or interventions were done. The patient was in stable condition.

Manufacturer narrative:
Correction: section a3b - the correct date of birth should have been (B)(6) 1957, rather than (B)(6) 1957.

Event description:
New information received notes that the cause of the backup vvi mode was likely due to electromagnetic interference (emi) from the large magnets in the sound systems that the patient worked with. The patient was in stable condition post-procedure.

Event description:
New information received notes that the pacemaker exhibited backup vvi mode. The pacemaker was explanted and replaced on (B)(6) 2025. The patient status post-procedure was unknown.

Manufacturer narrative:
The reported events of no inductive telemetry and no magnet response were confirmed. The reported event of backup mode due to eri was not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.